Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2017-00321

Manufacturer narrative:
Concomitant medical products: zimmer shell, catalog# 00875305001 lot # 62266917; zimmer stem, catalog# 00811400110 lot # 62288123; zimmer liner, catalog# 00875100932 lot # 62170996.

Event description:
Patient underwent a right hip revision procedure approximately two days post-implantation dislocation subluxation. During the procedure, the head and stem were removed and replaced. No further information was provided.